Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon manually sutured and on august 18, 1999, the pt returned to surgery for a traverse colostomy. The hospital has reported the pt's condition is satisfactory.